Manufacturer narrative:
The manufacturer previously reported maximum gfe attempts to retrieve the device for evaluation. Upon further review of this complaint, analysis of past events has not indicated an adverse event has occurred due to the alleged malfunction. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.

Event description:
The manufacturer received information from the patient's representative alleging that that her daughter I-neb is not working correctly. The device does not signal the end of treatment with any of her medications and medication is also remaining in the chamber. Additionally, the patient's mother reports that her daughter has not been receiving a full dose of promixin due the issues with the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information from a patient representative alleging a patient¿s I-neb device is not functioning correctly. The device allegedly does not indicate the end of treatment for any of her medications, and medication remains in the chamber after use. The patient¿s mother also reported to the patient representative that her daughter has not been receiving the full dose of promixin due to these device issues. There are no allegations of serious or permanent harm or injury, and no medical intervention was required. The device has not yet been returned to the manufacturer for evaluation. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.